Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2017 after he called to report having "high watt" alarms at home. An audible revving of the pump was auscultated on admission. The patient did not exhibit any symptoms during the time he was having alarms. The patient also had a subtherapeutic international normalized ratio (inr) and elevated lactate dehydrogenase (ldh). Controller log files were sent on admission validating the suspicion of pump thrombus. Preliminary log file analysis confirmed a rise in power consumption starting on (B)(6) 2017 to a peak of 8 watts on (B)(6) 2017 outside of normal power consumption. The patient was started on dopamine for right ventricular (rv) support and declining kidney function due to compromised pump function. The patient was taken to the operating room (or) for a pump exchange on (B)(6) 2017 via minimally invasive left thoracotomy (milt) with outflow graft (ofg) to ofg anastomosis. The exchange was well tolerated by the patient. The patient currently remains hospitalized in the step down unit. Of note, this patient has a history of bladder cancer at the age of (B)(6) and after implant in 2015 he developed hematuria and clots while on warfarin. These events of hematuria and clots can be attributed to the patient's history of bladder cancer. Due to this, the patient refused to take warfarin and has been off of it for 18 months. He has only been anticoagulated with aspirin (asa) and dipyridamole. This patient has also since been de-listed due to non-compliance and marijuana use. The medical team reported that the event was device related as the patient was not on warfarin due to high risk of clot present. Photos of the explanted pump were provided. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw21587 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.